Event description:
Customer reported that they have noticed that they have to give a lot more insulin than they should. Customer stated that they took the vial out and noticed that there was a lot of insulin that leaked into the insulin pump. Customer also mentioned receiving a motor error alarm. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.